Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the reported issue could be duplicated. The computer passed bench testing. The os and image acquisition system (ias) application loaded successfully. The bios (time and date) was checked and passed. Virus scan and patient data removal were performed. The computer was installed in a known good system. The generator and motion readied. Charging and communication were successful. 3d and 2d images were acquired. While under testing, the mobile view station (mvs) froze during run rad gain and run fluoro gain calibration and did not produce any output display. The mvs monitor remained blackened after a multiple restart. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) computer did not boot up. The computer was replaced and the system was tested. The imaging system passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Codes are associated with the system checkout. Codes are associated with the computer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that there was a black screen on the mobile view station (mvs) station when starting up the system. It was confirmed by the site that the power green light worked. There was no patient present when this issue was identified.